Manufacturer narrative:
Per the customer, the qc results were within acceptable limits. A field service engineer (fse) was dispatched and replaced the chemistry cartridge (cc) probe and wash collar and also performed the necessary alignments. The fse then ran qc and performed precision studies on the instrument which passed. The customer indicated that the issue is resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low total bilirubin (tbil) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer did not know how many samples were affected and did not have any data to send. The samples were repeated on an alternate instrument and resulted within normal reference range. Specifically, the customer indicated that the original results were 0.0 or 0.1 mg/dl and upon repeat the results were 0.5 mg/dl or within normal range. No false results were reported out of the laboratory. There was no affect to patient treatment associated with this event.